Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that two weeks ago the pt heard a banding noise from her cochlear implant; it then became intermittent in sound during the day and eventually stopped working. Since this episode she has heard no sound. The audiologist initially suspected the problem to be with the processor and reprogrammed a new one. However, this was not the case, as the pt could still not hear any sounds and both processors seemed to be functioning normally. Following this, the pt's audiologist carried out testing which showed that the device has malfunctioned.